Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2) and bard/davol sepramesh ip (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) on (B)(6) 2006, an unspecified bard/davol sepramesh composite ip (device #2) on (B)(6) 2009, and an unspecified bard/davol sepramesh composite ip (device #3) on (B)(6) 2010. Attorney alleges unspecified injuries on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and the two sepramesh composite ip (device #2) and (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."